Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after (B)(6)2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data for the reported event date, the cause of the event cannot be determined. However, based on available information, this hyperglycemic event was caused by a failure to maintain the device to allow for continuous insulin delivery by not charging the battery.

Event description:
On (B)(6) 2024 the stepdaughter of an ilet user reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 8/26/24. The stepdaughter reported that the user allowed their ilet battery to run out, causing the device to shut down and leading to a significant rise in bg levels, exceeding 600 mg/dl. As a result, the user experienced symptoms of nausea, vomiting, and loss of consciousness. The user administered a shot of insulin but was ultimately taken to the hospital by ambulance, where hospital staff provided further insulin treatment. The user did not perform ketone testing.